Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material in the bending section cover. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction was reproduced. Olympus confirmed that there was a foreign material. The likely cause could be that a leak from the forceps channel/switch 1 prevented proper reprocessing and resulted in the foreign body not being removed. However, a definitive root cause could not be determined. The suggested events are detectable and preventable by handling devices in accordance with the following instructions for use of IFU. The detection method is described in chapter 3, preparation and inspection, of the gif-1200n operation manual. The detection method is gif-q150 operation manual, chapter 3, preparation and inspection. Preventive measures are described in gif-q150 reprocessing manual chapter 3: cleaning, disinfection, and sterilization procedures. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.